Event description:
MFR received a report from a dealer stating that the family alleges the charger started smoking, shooting sparks and then flamed while the chair was being charged. No injury was reported.